Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricle (lv) lead due to dislodgment. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.